Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, it was not possible to connect the percept rc implantable pulse generator (ipg) because various inconsistent resistance issues were repeatedly encountered during connection attempts. As a troubleshooting step, the old ipg was reconnected for comparison and connected on the first attempt without resistance issues. Based on this comparison, a decision was made to use a new percept rc ipg. Surgical intervention occurred, and the percept rc ipg was explanted and replaced. The issue was resolved. No patient complications were reported as a result of this event.